Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown liner, unknown head. The device will not be returned for analysis, as the location of the device is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00235, 0001825034-2022-00236. 0001825034-2022-00237.

Event description:
It was reported that the patient had a total hip arthroplasty. The patient was non-compliant (due to the patient not following restrictions at rehab) and the cup, augment block, and screws loosened. Therefore, the patient was revised with a bigger cup, bigger augment, and screws approximately 1-2 months later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to the patient being non compliant to post op care as reported by the surgeon. Per the warnings section in the instructions for use (IFU), accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitation of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear. Loosening of the implants can result in increased production of wear particles, as well as accelerate damage to bone making successful revision surgery more difficult. The patient is to be made aware and warned in advance of general surgical risks, possible adverse effects as listed, and to follow the instructions of the treating physician including follow-up visits. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.